Manufacturer narrative:
The reported events of increase thresholds and decrease sensitivity were not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Visual inspection, x-ray examination, electrical testing were normal without anomalies.

Event description:
It was reported that during follow-up in clinic, the patient presented with increased thresholds and decreased sensitivity on their right ventricular lead that was possibly due to patient anatomy. The lead was explanted and replaced on (B)(6) 2021. There were no patient consequences and the patient was in stable.